Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the power could not be turned off due to fatigue of the switch part of the converter, and battery consumption issue was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the button of the visera elite video system center could not be pressed. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received indicating that the event occurred during preparation for use. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issues regarding button not being able to be pressed, power being unable be turned off due to worn-out switch converter and battery depletion were confirmed, and the root cause could not be determined. Olympus will continue to monitor the field performance of this device.